Manufacturer narrative:
Analysis of the handpiece found that the bearings were broken and corroded. The bearings in the tube were detached and the gasket, o-ring and etching were worn. All the mandatory components and tube were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the attachment of the handpiece had a wobbling bur. There was no patient impact.